Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture, failure to sense and pocket stimulation. Upon further investigation via x-ray imaging, it was noted that the lv lead was dislodged due twiddler syndrome. The lv lead was turned off via reprogramming. The patient was in stable condition.